Manufacturer narrative:
(B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7 mm micl13.7 implantable collamer lens, -9.0 diopter, in the patient's eye on (B)(6) 2017. The lens was explanted the same day due to being too large. The lens was exchanged with a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.